Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A split was observed between the 15cm and 16cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The split characteristics and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack(s) in the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the catheter appears perforated at a height of approx. 15 cm. It is identified because of the infiltration of fluid through the insertion point". The technique was seldinger.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2303 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the catheter appears perforated at a height of approx. 15 cm. It is identified because of the infiltration of fluid through the insertion point". The technique was seldinger.